Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the 2008t machine rebooted during the patient's hemodialysis (hd) treatment. The machine continually powered down and powered back on without reaching the select program screen. Additional information was obtained during follow-up with the biomed and a user facility registered nurse (rn). The reported issue occurred within the first minute of the patient's hemodialysis (hd) treatment. Blood loss resulted from the reported issue. The patient's blood was returned manually via hand crank to minimize the blood loss. The patient's estimated blood loss (ebl) was not provided. There was no serious injury or required medical intervention that resulted from the reported issue. Treatment was restarted on a different machine and completed successfully. The machine was pulled from service following the reported event. The button pad on the front of the machine was replaced to resolve the reported issue. The machine was returned to service without further issue. No parts were reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the 2008t machine rebooted during the patient's hemodialysis (hd) treatment. The machine continually powered down and powered back on without reaching the select program screen. Additional information was obtained during follow-up with the biomed and a user facility registered nurse (rn). The reported issue occurred within the first minute of the patient's hemodialysis (hd) treatment. Blood loss resulted from the reported issue. The patient's blood was returned manually via hand crank to minimize the blood loss. The patient's estimated blood loss (ebl) was not provided. There was no serious injury or required medical intervention that resulted from the reported issue. Treatment was restarted on a different machine and completed successfully. The machine was pulled from service following the reported event. The button pad on the front of the machine was replaced to resolve the reported issue. The machine was returned to service without further issue. No parts were reported to be returned to the manufacturer for physical evaluation.